Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp) when the scope (tjf-q290v) was removed, the distal end cover (maj-2315) fell off into the patient's mouth. It was immediately retrieved and the procedure was completed. No procedure extension and no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. D9: correction. Additional information: h6, h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible that the distal cover was insufficiently attached, friction load of twisting and pushing/pulling the device in the patient's body cavity or stress such as interference with the mouthpiece may have been applied to the distal cover during procedure. However, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined the event can be detected/prevented by following the instructions for use which state: instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ section 3.4, ¿inspection of accessories¿ and section 3.5 ¿attaching accessories to the endoscope¿ describe how to inspect the distal cover (maj-2315) for the event. Olympus will continue to monitor field performance for this device.